Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found in the bd¿ luer-lok syringe before use. The following information was provided by the initial reporter: "it was reported that there was hair found inside the syringes."

Manufacturer narrative:
Investigation summary: two (2) photos were received by our quality team for investigation. One photo appears to show a faint line in the syringe indicating a possible fiber in the syringe. However, without a physical sample to analyze the composition of the fiber be determined. The second photo shows a syringe barrels with black spots on it along with a piece of what appears to be tape. It also appears that the black spots are on the tape. Without a sample to analyze it cannot be determined if the black spots are loose or embedded and the root cause cannot be determined. A device history record (DHR) review was performed on the batch associated with this investigation (batch 8023808). The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a hair was found in the bd¿ luer-lok syringe before use. The following information was provided by the initial reporter: "it was reported that there was hair found inside the syringes."